Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected as being closed. A field service engineer reseated the latch sensor and instructed the customer to clear the several medication packs situated between the cubies. The customer was able to do an inventory thereafter. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue in which drawer 6 was not detected as closed. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.